Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes of noise on the ventricular channel that were oversensed. The printed episodes were sent to boston scientific technical services (ts) for evaluation of the noise to determine the source. This patient has an electrical bed and it is suspected that it is creating the noise. The defibrillation lead associated with this device is a competitor's product that is under an advisory. A ts representative reviewed the data and discussed that the noise was due to myopotentials and not due to electromagnetic interference (emi). In addition, the noise on the ventricular channel caused asystole for 2.5 seconds and then returned to normal pacing. The second episode recorded noise on the shock and ventricular channel but only inhibited pacing for one beat. The lead measurements were evaluated and the impedances have remained stable while sensing has been variable. Manipulation of the pocket and arm were performed and did not recreate the noise. An x-ray was to be performed at a later date to further evaluate the lead. No adverse patient effects were reported.

Manufacturer narrative:
A ts representative reviewed the data and discussed that the noise was due to myopotentials and not due to electromagnetic interference (emi). In addition, the noise on the ventricular channel caused asystole for 2.5 seconds and then returned to normal pacing. The second episode recorded noise on the shock and ventricular channel but only inhibited pacing for one beat. The lead measurements were evaluated and the impedances have remained stable while sensing has been variable. It was further discussed to test if the noise could be recreated with pocket manipulation and isometric movements. Performing an x-ray to inspect the lead was also suggested. Manipulation of the pocket and arm were performed and did not recreate the noise. An x-ray will be performed at a later date. At this time, this ICD remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated. -- at this time, no further information has been reported and our records indicate that this ICD remains implanted and in service. No additional information is available. If any additional information does become available, an amended report will be submitted.